Event description:
Customer reported that the sensor has been rearing false low glucose at night. Customer stated his sensor glucose would show around the 40mg/dl but his blood glucose would be 240 mg/dl and the insulin pump goes into threshold suspend. Customer stated that his blood glucose has been in the mid 300 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2015-02533 for sensor.